Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information:  please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. In addition, the IFU cautions that safety and effectiveness have not been established for patients with a non-calcified aortic annulus.   The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. It is to be noted that the thv was implanted in a native aortic annulus with low calcium due to ai on lvad. The edwards sapien 3 ultra transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be to be appropriate for the transcatheter heart valve replacement therapy.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the device migration was unable to be confirmed, but per report it was hypothesized that it was likely related to patient factors (low calcium at aortic annulus and suction of the lvad.) The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist, the patient was treated for aortic insufficiency (ai) on left ventricular assist device (lvad). A 29 mm sapien 3 (s3) was implanted in the aortic position via transfemoral approach using a 16f esheath and commander delivery system. The delivery system was prepped with 4 ccs extra added to nominal volume. Post deployment, the valve migrated into the left ventricular outflow tract (lvot). A second 29 mm s3 valve/delivery system was prepped with 4 ccs extra added to nominal volume. The second valve was placed proximal to secure first valve. But post deployment both valves migrated into the left ventricle. The valves not retrieved from patient at the time. The patient was sent to recovery in stable condition. On post-operative day 5, the patient was taken to the or, both valves were explanted and replaced with a surgical valve. Per the latest report, the patient was in critical condition post-op. It is believed that the low calcium at aortic annulus and suction of the lvad caused the migration of both valves. This report is regarding the 1st s3 valve implanted.